Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an emergency procedure, a sudden hospital power issue caused a hard power off of the artis pheno system. The siemens system did not cause or contribute to the power issue. However, after hospital power had recovered, the system started up again but system movements were blocked. The user tried to solve the movement issue by another restart of the system without success. As the patient was in a critical state and the blocked c-arm was in the limited workspace of the doctor, the patient was moved around to see the correct fluoro images. The procedure could be finalized on the imperfect system. The detailed investigation revealed that after the hard power off and the subsequent system startup, the robot c-arm did not enter the "aut ext" mode. As a result, the communication to the control system was not established. Further robot movements were blocked indicated by the error message "reduced stand/table speed" and "limited stand/table movement, wait". The problem for not entering the correct operation mode "aut ext" was caused by a software issue. The sw patch "artis ve10b_patch11", which is provided together with further patches within update ax058/20/p, resolved this issue. Ax058/20/p has been installed on the system and the system works as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that the robot was not moving. The blocked robot limited the workspace of the doctor who had to move the patient around to see the correct fluoro images. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.